Event description:
St jude riata ICD lead, model 1580/65, serial# (B)(4) demonstrated externalization of conductors on fluoroscopy at the time of elective pulse generator replacement. Conductors were externalized between the proximal and distal shocking coils, at the level of the tricuspid valve. Normal lead function, no adverse event. The lead was left in place and a new ICD lead was inserted, along with the new pulse generator. Reason for use: ventricular tachycardia.